Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. Following predilation with an unspecified 2.0x20 balloon catheter, a 2.75x20mm promus element plus drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged. Strut rows in the middle section of the stent were raised and misaligned. It was also noted that the outer was kinked 1mm distal to the bi component bond. The hypotube was kinked at various locations along its length. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).